Event description:
Healthcare professional reported "a broken seal on one the packages". Device was not implanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices associated with the related work order were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as device was not implanted.

Event description:
Healthcare professional reported "a broken seal on one the packages". Device was not implanted.